Manufacturer narrative:
Pr #: (B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx had a power supply failure with no pt involvement.